Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the ventilator was connected to a pt, the positive end expiratory pressure (peep) was reading up to 9 cmh2o instead of the set 5 cmh2o. The ventilator was exchanged and everything normalized. (B)(4).